Event description:
The customer reported that the sys displayed an interlock failure error message and they couldn't get it to clear. The error message rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The sys was operating as intended.